Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced damaged tubing. The following information was provided by the initial reporter: secondary tubing appears to have been cut and is an open tube below roller clamp unable to connect secondary tubing to primary tubing.

Event description:
It was reported that the bd alaris secondary set experienced damaged tubing. The following information was provided by the initial reporter: secondary tubing appears to have been cut and is an open tube below roller clamp unable to connect secondary tubing to primary tubing.

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: a sample was submitted by the customer for quality investigation, however, the sample submitted did not matched the reported infusion set. No product or photo was returned by the customer. The customer complaint of component damage - other could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 22019121 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #22019121 regarding item #11448964.